Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she's been experiencing heart attack-like symptoms, such as pressure in her chest, shortness of breath, elevated blood pressure, and nausea. The pt also reported she was not using stimulation at the time the event occurred. Subsequently, the pt went to the hospital where it was determined the pt's heart was fine. Moreover, it was reported a CT lung scan showed the scs lead which indicated a possible lead migration. Follow-up identified the pt previously experienced ineffective and unwanted stimulation. Subsequently, the pt underwent surgical intervention to have the scs lead explanted and replaced; however, the entire scs system was explanted (reference MFR report: 1627487-2013-20370 for scs ipg issues) as the pt experienced a dural tear during the procedure which resulted in the replacement portion of the procedure being abandoned. Product will not be returned.